Manufacturer narrative:
The field service engineer (fse) inspected the architect i2000sr analyzer onsite and found no evidence of charring on the refrigerator with replaceable fan. The part was replaced to return the analyzer to normal function. A review of the analyzer service history did not identify any issues that may have contributed to the issue. There were no subsequent reports of smoke/burning since the replacement of the refrigerator with replaceable fan. Customer complaint data was reviewed and no adverse trends for the refrigerator with replaceable fan were identified related to the customer issue. The 2018 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Smoke and a burning odor were detected from the refrigerator but no visible burn damage to the part was observed. The architect system operations manual was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect i2000sr analyzer was identified.

Event description:
The customer noticed a burning smell and saw smoke coming from the back of the architect i2000sr analyzer. The analyzer was turned off. The customer noticed a scorched place between the refrigerator and the power source. There was no report of injury.